Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer pocket was broken. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 was not opening or popping pockets. A field service engineer (fse) inspected retractor bands, fuse and removed all pockets, but the drawer still failed with only one pocket. The fse then replaced the mother board in the drawer and tested diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.